Event description:
It was reported that approximately 24 months post-implant of a bifurcated device and a suprarenal aortic extension the patient presented with renal stenosis and follow-up computed tomographic scan revealed that the aortic extension had moved distally by one centimeter with no endoleak. Reportedly, several unsuccessful attempts were made to treat the renal stenosis and the physician chose to explant the devices. It was noted post explant of the devices that aortic extension exhibited damage to the graft material. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned for investigation. Evaluation of the device showed a tear of approximately 2.6 cm and revealed heavy angulation of the stent graft. A blood clot was present over the tear. There were no fractures or disconnections in the stent framework that would account for the material damage in the graft. Medical records and images were received and reviewed by internal medical director with the following impression: the cause of the material damage is not clear but most likely a result of friction with the stent. There was noted neck tortuosity and angulation in the report. These anatomical findings could have played a role in the reported event. It is also possible that stent material damage happened during the unsuccessful attempts to treat the renal stenosis. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.